Manufacturer narrative:
The hill-rom technical support found the siderail had a short circuit. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the head of the bed was moving on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).